Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient needed an MRI for back pain. The caller reported there was a note that indicated the patient had a previous surgery and low back pain according to the note from (B)(6) 2016. It was reported that MRI mode did not seen to have been programmed on the device and the patient would need to have the device programmed to determine eligibility. The patient also reported that their neurostimulator had slipped and they patient has reprogrammed with a representative to compensate. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was told that MRI mode had not been programmed properly and needed to get in contact with a representative. It was subsequently reported that manufacturer representative would be seeing the patient on monday, (B)(6), to resolve the issue. No further complications were reported/anticipated.